Event description:
The customer reported to olympus, the colonovideoscope image was distorted. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was not confirmed. In addition to the malfunction in section b5 the following findings were discovered; the water tightness was lost due to deformation of up/down knob, the suction cylinder was shaved, the control unit was dirty due to water leakage, the adhesive on the bending section cover had a crack, the adhesive on the bending section cover had a chip, right/left knob could not be locked securely due to wear of forceps elevator knob, the play of up/down knob was out of the standard value due to wear of angle wire, bending angle in up direction did not meet the standard value due to wear of angle wire, suction connector had corrosion, universal cord had a wrinkle, and multiple parts of the scope had discoloration and were scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the following correction was made. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-290 series, chapter 3 preparation and inspection. Gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.